Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, foreign matter was seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received two photos for investigation. The photos show a tube with fm on the shield and on the bottom of the tube. The fm on the shield is emblematic of burnt plastic embedded into the shield. The photo of the fm on the bottom of tube was not detailed enough to determine if it was also embedded fm or it was fm that was outside of the tube but also touching the separation gel. Regardless, bd can confirm the defect fm - other and will confirm for embedded fm instead of fm - dirt. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - other and embedded fm. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.